Manufacturer narrative:
According to the report, the sologrip iii handpiece did not function properly. The surgeon detected an electrical burning smell when activating the laser. Additionally, the probe did not retract completely back into the device and the surgeon had concerns that it was defective. A new handpiece was opened and the procedure was completed without further incident. Additional information received indicated the handpiece was not boring holes when used. As such, an investigation was performed. A review of manufacturing records was performed and indicates that the lot met all specifications. The handpiece was returned to cryolife for evaluation. It appeared the fiber within the handpiece had broken during use. This damage was most likely caused by a kink in the fiber within the handpiece or by excessive tension being placed on the fiber, such as if the thumb slide is withdrawn while movement of the fiber proximal to the handpiece is restricted. A review of the manufacturing records indicates that the handpiece was manufactured according to all manufacturing specifications. As a corrective action, an attention label is now adhered to the device packaging. The label provides additional handling instruction designed to prevent a recurrence of this type of event. At the time the report was received, cardiogenesis did not believe the event met the reporting requirements of 21 cfr 803. The event did not involve injury to the patient, user, or any other individual. Furthermore, the event was considered to be of a nature such that a recurrence could not reasonably be expected to cause injury or death because the malfunction was confined to the handpiece housing which does not contact the patient.

Event description:
According to the report, the sologrip iii handpiece did not function properly. The surgeon smelled an electrical burning smell when activating the laser. Additionally, the probe did not retract completely back into the device and the surgeon had concerns that it was defective. A new handpiece was opened and the procedure was completed without further incident.